Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient and patient's mother to plug in the smart device, close all other applications, and re-pair the smart device and transmitter, which was unsuccessful. Dexcom representative advised patient's mother to replace the sensor. No additional patient or event information is available.